Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after a diagnostic procedure. Reportedly, the device misfired. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive cause for the reported misfire. A misfire as reported can be influenced by, but is not limited to manufacturing, patient anatomical conditions and/or user technique. During manufacturing, all proglide devices undergo visual inspection and functional testing. A cuff miss (or misfire) can be caused by tissue being too thick and certain anatomical conditions (heavily calcified arteries, scar tissue). A cuff miss or misfire can be influenced by failure to position and maintain the device at a 45 degree angle throughout deployment and retraction of plunger/suture, changing the angle, rotating or rocking the device, and/or not depressing the plunger to contact the body. There was no report of any abnormal user technique. Based on the reported information and the inspection criteria, a definitive cause for the reported misfire could not be determined. A review of the device lot history record and a query of the complaint handling database could not be performed because the lot number was not reported and the device was not available for analysis.